Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead sensing function was tested on the analyser and sensing was carried out. Once fixated, there was no electrogram (egm) for the lead and no apparent electrical activity. The lead was retracted and attempted again with the same issues presenting. The lead was explanted and replaced. No patient complications have been reported as a result of this event.